Manufacturer narrative:
This medwatch report was submitted initially on (B)(6) 2015; however, issues interface prevented successful submission. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 2030404-2015-00087. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was used to isolate the pulmonary veins. During verification of successful isolation with an inquiry optima catheter, the patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU at another hospital and underwent surgical repair of cardiac perforations located in the left atrial appendage and the atrial roof. The patient was stable and recovering well. There were no performance issues with any sjm device.